Event description:
The customer observed falsely depressed sodium (na) on the alinity c processing module for one patient. The following results were provided (reference ranges, sodium 136 - 144 mmol/l): sid (B)(6), initial na result= 114 mmol/l; repeat na result= 139 mmol/l. The patient was requested back to the emergency room for repeat testing, which repeated normal. There was no additional impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, trending data review, labeling review, and device history records review. Return testing was not completed as returns were not available. A review of tracking and trending for the alinity c ict sample diluent did not identify an increase in complaint activity. Additionally, an increase in complaint activity was not identified for lot number 10310un24. A device history records review did not identify any nonconformances or deviations associated with lot number 10310un24 and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent lot number 10310un24 was identified.

Event description:
The customer observed falsely depressed sodium (na) on the alinity c processing module for one patient. The following results were provided (reference ranges, sodium 136 - 144 mmol/l): sid (B)(6), initial na result= 114 mmol/l; repeat na result= 139 mmol/l the patient was requested back to the emergency room for repeat testing, which repeated normal. There was no additional impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.